Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due to an incident of diabetic ketoacidosis. Per the patient, she was brought to the hospital due to symptoms of hyperglycemia. She was admitted, diagnosed as in diabetic ketoacidosis, and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.